Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the rep. The tip of trocar sleeve cracked and dropped, but piece was retreived. There was no consequence to the pt.